Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedances and noise which was present on telemetry with movement. The associated device was reprogrammed and the patient will be monitored. No adverse patient effects were reported.